Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump indicated a data log corruption. Subsequently, the control iq software did not accurately adjust the amount of insulin delivered. The customer¿s blood glucose ranged between 60-165(mg/dl). Reportedly the customer reverted to manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged data error alert issue was verified. Additionally the alleged control iq issue could not be verified.